Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the short port blunt tip trocar (btt) popped. It was a clean pop/burst and no pieces had to be retrieved from the patient. The maquet territory manager sales representative confirmed the customer was following the IFU recommendations of inflating the balloon with no more than 25cc of air. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results. The visual inspection showed that the silicone outer coating and latex balloon material were torn on the short body. When the torn outer silicone coating and latex balloon material were reassembled it appears to form a complete assembly. The reported failure was confirmed.